Event description:
The hcp explanted the pump after an implant duration of less than 50 months with reason for removal reported as battery depletion, the pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.